Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was fired to close the rectum. After checking the rectal stump the surgeon found the rectal stump had not been completely stapled, resulting in an almost completely open rectum (2/3). Only a very few staples could be identified at the rectal stump. The surgeon completed the operation by manually suturing closing the rectum. A temporary stoma has been performed which requires a second operation in due time. Procedure was prolonged by one hour.